Event description:
It was reported that no disposable pump wont rn alarm with cadd flow stop cassette lot 4219996 on both cadd legacy pumps unresolved was experienced. Cassette wasted and new cassette attached. No further details provided.